Manufacturer narrative:
Physio-control evaluated the customer's device and was able to verify the reported issue. Physio determined that the cause of the reported issue was due to a broken internal strap to the main charge capacitor. An internal x-ray of the main capacitor was performed and it was observed that an internal strap was broken. This caused the device to not be able to charge and shock correctly.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device is unable to charge and shock correctly. As a result, defibrillation was not possible, if it were necessary.